Event description:
It was reported that the patient experienced a blockage of the infusion set tubing which led to a high blood glucose event within three hours of insertion on (B)(6) 2026. The infusion set insertion site was the upper buttocks.

Manufacturer narrative:
(B)(4) / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.